Event description:
It was reported that the zimmer electric dermatome unit was not taking thick enough grafts. Add'l info received through clinical follow-up on (B)(6) 2010 indicated that there was no pt issue and no add'l grafts were needed.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.